Event description:
A. Can you please confirm if the patella is referred to as the bone or the implant? - bone b. Please confirm what was fractured, was it a bone fracture (please indicate if it was acetabular or femoral) or an implant fracture (please specify what implant)? ¿ bone fracture under the implant.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect clinical code if information is obtained that was not available for the initial report a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary removal of attune primary femur and insert. Patient experienced pain post primary tka due to oversized femoral implant resulting in poor patella tracking. Revision surgery completely where downsized femur and exchanged insert. Initial surgery date not advised at time of notification the product was not returned to depuy synthes, however photos were provided for review. See attachment attune revision implants 11 june.jpg. The photo investigation revealed that the attune fem por cr lt sz 8 presented no evidence of a device nonconformance. No defects that could have contributed to the reported event were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the attune fem por cr lt sz 8 would not contribute to the reported adverse event.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot product code 150401108, work order 8452736 was manufactured on 15-jan-2017. 12 parts were manufactured per specification and all raw materials met specification. Device history review product code 150401108, work order 8452736 was manufactured on 15-jan-2017. 12 parts were manufactured per specification and all raw materials met specification.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Removal of attune primary femur and insert. Patient experienced pain post primary tka due to oversized femoral implant resulting in poor patella tracking. Revision surgery completely where downsized femur and exchanged insert.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and states that: 1) were there any identified dimensional concerns with regard to the "over-sized" femur implant that was removed--was it larger than expected for the size of the implant that it was reported to actually be? There were no issues with the actual implant implanted. 2) were there any other product allegations identified with respect to the "oversized" femur implant? A size 8 femur was implanted which was overhanging and causing pain. The revision removed this implant and a smaller femur was implanted.